Event description:
It was reported that a patient experiencing fatigue presented in clinic for follow-up. The pulse generator exhibited backup operation. It was noted that the patient had recently undergone surgery in which electrocautery was used. A software download restored normal device function. The patient was well following the download.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.